Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device was vibrating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed vibration testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive side loading causing the cutter to flex and come into contact with the nose tube which is misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.